Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m58, lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the patient experienced pocket stimulation. Both the right atrial (ra) and right ventricular (rv) leads had bipolar lead impedance with values less than in unipolar. Both leads showed elevated thresholds and oversensing. There was also a downward trend in rv lead impedance. Reprogramming was performed and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.